Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels of 50 mg/dl. The customer consumed glucose pills and orange juice to address the low bg. Customer stated that the pump's settings needed to be adjusted to reflect the customer's active lifestyle. The customer ended call before tandem technical support could perform any further troubleshooting.